Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed to open. The field service engineer (fse) launched the tester application and was able to exercise all pockets and the drawer with no failures. After consulting technical support who recommended replacing the drawer controller, latch, and module controller due to repeated issue. The fse replaced all the suggested components. The system was reassembled and confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer 2 was recognized by the system but failed to open. Firmware was turned off, power management was disabled, and a hard reboot was performed, however, the drawer still did not open. When checked using a tester, an error was received while attempting to verify the drawer open and closed status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.